Event description:
The pump was found to underinfuse during routine maintenance by the customer's clinical engineering department. There was no patient involvement and no patient injury reported by the facility.